Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number gd893891. No exceptions were observed that were related to the reported condition.

Event description:
This is report 2 of 2. This is a report of peritonitis and fever in a patient coincident with dianeal therapy for continuous cycling peritoneal dialysis (ccpd). The patient?s pd catheter was removed and the patient was switched to hemodialysis. On an unreported date, the patient had fungal growth in the pd fluid and fever. The patient was hospitalized for fungal growth in the pd fluid. The cause of fungal peritonitis was stated as recent antibiotic use. The reason for antibiotic therapy was unknown, as were drug or dosage. The treatment was not reported. The outcome of this peritonitis event was unknown.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).